Manufacturer narrative:
Additional information: product was returned. Functionally evaluated the instrument rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Event description:
It was reported that during an unspecified spinal surgery the device would not stay tight. There were no patient complications reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.